Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the plastic support arm for the cover was damaged. The louver cover was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for analysis.

Event description:
A site representative reported that, while outside of a procedure, the detect rotor end of the louver cover for the imaging system came off. The representative noted that the springs appeared to be damaged. There was no patient present when this issue was identified. No additional information was provided.